Event description:
It was reported that a spectrum pump alarmed system error 322 (link switch error (low)). This occurred during testing at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, a system error 322 alarm was not reproduced. A review of the event history log revealed two 'system error 322' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was not determined. The link and link switch will require adjustment for precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.